Event description:
It was reported that the pump exhibited latch/lock and cassette sensor issues. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "latch/lock and cassette sensor issues¿ was confirmed during the lack lock test. The probable cause was latch lock - flex circuitry. Replaced the latch lock flex sensor. Further inspection found the housing damaged and not sitting flush. Replaced the rear housing, rear insulator, copper right, perimeter gasket, front piezo, piezo adhesive, piezo guard, power switch, harness, gasket tubing, front housing, frame gasket, top gasket, front piezo, piezo guard, guard adhesive, piezo adhesive, light emitting diode (led) tape. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.